Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, an unexplained power reset was observed in the black box. The battery compartment was also found to be cracked. No moisture/corrosion was observed in the battery compartment. The returned battery cap had stripped threads, and was unable to maintain electrical connection. A test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 hour duration test, and no power resets were duplicated during that time. The pump cover was removed, and no evidence of internal moisture or damage to the power circuit was found. The reported ¿power¿ complaint was duplicated. Unrelated to the original complaint the display screen had pinkish contrast. The audio bolus button cover was also found to be missing on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.